Manufacturer narrative:
The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
When inserting the intraocular lens (iol) into the eye, the customer account reported that the iol was stuck in the plunger/cartridge and there was patient contact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: visual inspection with the unaided eye shows the product was damaged, most probably due to the fact that the lens was not properly placed in the lens case. The lens was inspected by a qualified inspector using 12x magnification. It could be seen that the lens was contaminated as dust particles were present. This is expected as the lens was transported from a controlled environment during manufacturing to a non-sterile, non-environmentally controlled area. No other anomalies were found. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.